Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016 due to fracture. The patient was fine post procedure.

Event description:
It was reported that when an asymptomatic patient presented in clinic high, out of range, pacing lead impedance, and a rise in capture threshold were observed. Patient declined surgery at this time. Programming changes were made and the patient will be monitored.